Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the surgeon used threads 3 times, but one of the threads came loose from the needle during use. Further information has been requested.